Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens ID not discharge from the cartridge. There was patient contact. The procedure was completed on the same day. Additional information has been requested and received stating there was no harm to the patient and surgery was completed with a back up device.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).